Manufacturer narrative:
The serial number of the analyzer was (B)(4). All assay controls performed within specifications, indicating valid runs with no technical issues. There is no indication of a product, software, or instrument-related problem affecting the accuracy of either test. Notably, the initial reactive hiv result showed a weak pcr growth curve, indicating a low viral load in the sample where variability is possible and repeat testing may yield discordant results. The follow-up samples tested non-reactive. This discrepancy may be explained by a low viral load which may have been introduced by a pre-analytical contamination. No previously related investigations related to the customer allegation were identified. A batch trend was not identified for the alleged lot k28333 for result discrepancy. No issues related to the customer allegation were identified during internal data review. Based on all available information and data provided, there is no evidence of a product problem.

Event description:
There was an allegation of false positive results with two samples from one donor tested with the cobas® mpx - 480t assay on a cobas 6800 analyzer. (B)(6) 2025: the initial result using the edta blood was hiv reactive. The repeat result from a segment of the whole blood bag was non-reactive. (B)(6) 2025: the result with a new collected sample was non-reactive. (B)(6) 2025: the result with another new collected sample was non-reactive. Hiv ag/ab negative (coi = 0.243).